Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multirate infusor overinfused. The reporter stated that the infusion completed in 29 hours rather than the expected 48 hours. The device had been filled with an unspecified amount of fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The lot was manufactured from september 23, 2016 ¿ september 26, 2016. The actual device was not available; however, a photograph of the sample was provided for evaluation. Since the actual device was not available, a functional flow rate test was not able to be performed in order to verify the reported condition of over infusion. The reported condition could not be verified by the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.